Event description:
The fse reported that the system locked up and continued to beep after the exposure button was released. This could result in the delay or cancellation of a procedure. There is no report of injury or death associated with this event.

Manufacturer narrative:
A ge service representative performed an on site investigation. The battery was replaced during the service call. The system was tested and found to be working as intended and put back into service.